Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the custom tubing pack experienced a leak from the cracked one-way valve component. Blood loss occurred due to the leak. The leak was confirmed to originate from the one-way valve component. The same leak did not appear in multiple packs. The device was replaced to complete the case. It was unknown if there was any patient complications as a result of the event.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of any damage. The device had a test mark, which confirmed the vrv was tested prior to distribution. Functional testing of the returned device was performed at 0.5 l/min. The instructions for use provide an approximation for the first time use of the negative and positive pressures required to open the umbrella relief valves at 0.5 l/min blood flow and these pressures are approximately -205 mmhg and 318 mmhg. Our results indicated the negative pressure umbrella opened at -197 mmhg and the positive pressure umbrella valve opened at 298 mmhg, verifying the functionality for the valves for the returned device. There was no leaking observed. The reason for return was not confirmed. Correction d3 (MFR name), d3.6 (postal code) <(>&<)> d4.5 (unique identifier (UDI) #): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.